Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer had recurring failed battery test alarm. Customer's blood glucose was 162 mg/dl. Troubleshooting did not find any damage to the battery compartment. It was also found the customer's insulin pump did not alarm failed battery test after troubleshooting occurred. Customer was advised to monitor their insulin pump. No additional information provided.